Manufacturer narrative:
(B)(4). Device received with button error alarm and had unresponsive esc and act buttons due to moisture damaged lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery, low battery alarm, possible over or under delivery anomaly or communicate to carelink pro due to unresponsive button. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had weak battery alert. The customer reported that they experienced the high blood glucose and insulin pump was under delivering. The customer was treated with the bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.